Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber passed functional testing for saline flow and connector function. The hene (helium-neon) functional test found no breaks along the fiber length. Microscope inspection identified that there was a distal circumferential fracture at the fiber tip, and the glass cap was detached. Therefore, the reported event of fiber tip break was confirmed. The observed distal circumferential fracture and glass cap detachment is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the observed fiber tip damaged. The instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. The interaction between the user and device, most likely caused or contributed to the observed fiber tip damage.

Event description:
It was reported during a photoselective vaporization of the prostate procedure, the fiber tip broke and it was entirely extracted after 14 minutes and 48 seconds of fiber use. The procedure was completed using transurethral resection of the prostate (turp). There were no patient complications reported.

Event description:
It was reported during a photoselective vaporization of the prostate procedure, the fiber tip broke and it was entirely extracted after 14 minutes and 48 seconds of fiber use. The procedure was completed using transurethral resection of the prostate (turp). There were no patient complications reported.